Event description:
The event is reported as: the user facility alleges that the device leaked during use. The doctor used another lma to complete the procedure. No report of a pt injury/harm.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.